Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The reported failure of the pressure transducer test during pre-use check was reproduced during test of the returned expiratory pressure transducer pc board in a ventilator. The failures were caused by a defective pressure transducer on the expiratory pressure transducer pc board. The pressure transducer test is a sub-test during pre-use check used to self-test the device. If any fault is detected during pre-use check, the device shall not be used for patient treatment according to user manual. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2018.

Event description:
(B)(4).